Event description:
A universal handswitch was sent for eval because it was running while on safety mode during testing. There was no pt involvement; no adverse consequence was associated with the device.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.